Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, there were seven (7) cases of anastomosis disruption in pediatric surgery patients sutured with the caprosyn 3.0 thread at this hospital since (B)(6) 2016. No patient involved.